Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed.  The reported problem (non-functional ecgs) has been confirmed.  Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open main batt and brown (-5v) wires in the trunk cable.   The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.